Event description:
It was reported that during generator replacement surgery on (B)(6) 2015 due to end of service, the surgeon observed that the vns patient¿s lead was damaged when the generator incision site was opened. The surgeon also replaced the lead during the procedure. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.